Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found two bad collets in the reported problem area of the pipette assembly. The tip clamps (collets) were replaced. The instrument was inspected, tested without further problem, and returned to svc.